Event description:
Reference MFR report number: 1627487-2019-05249.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-05249. It was reported that the patient was receiving inadequate stimulation with their scs system (reference MFR report numbers: 1627487-2019-05245, 1627487-2019-05246, 1627487-2019-05247). It was determined one of the patient's leads had fractured. The patient underwent surgical intervention wherein the entire scs system was explanted and replaced. The distal tip of the fractured lead remains in the patient. Therapy was restored post-operatively.